Manufacturer narrative:
(B)(4). (Method): (results): (conclusion): device discarded after use therefore analysis unable to be performed. (B)(6).

Event description:
Prior to activating the device the customer plugged in the device to the generator and received an error code stating the device had reached end of life. Purchaser called sales rep and confirmed via telephone with rep lisettte, the product was reprocessed by another company. Customer discarded the device and used product purchased directly from mae to successfully complete the case. No patient impact.